Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were changing the infusion set and did not receive a no delivery alarm. Customer stated that when they went to prime the insulin pump made a sound and the screen went blank. Customer stated that the blank display returned with a new battery. Customer's blood glucose reading at the time of the call was 99 mg/dl. No further information reported.